Event description:
It was reported that the supply chain received a tubing with a note stating a yellow, cloudy fluid was seen within the needleless connector. The needleless valve had an unknown yellow crusted substance on the catheter lumen, and the customer reports this was a "potential leak". The customer states they are unsure of patient injury.

Manufacturer narrative:
The customer report of yellow crusted substance around the maxzero was confirmed. During visual inspection yellowish-colored fluid was observed throughout the primary set. Functional testing showed no anomalies. Pressure testing showed no anomalies. The root cause of the reported leak was not identified.

Manufacturer narrative:
Concomitant medical products: 250ml b braun bag, ref (B)(4), eva container; (2) non-bd extension set; non-bd bifuse extension set; 10ml bd syringe; 3ml bd syringe. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the supply chain received a tubing with a note stating a yellow, cloudy fluid was seen within the needleless connector. The needleless valve had an unknown yellow crusted substance on the catheter lumen. The customer states they are unsure of patient injury.